Manufacturer narrative:
Originally only 1 device was reported, but there were 2 and one of those 2 devices was pending. The device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 2 to 1.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced brakes cannot be engaged and were difficult to engage/disengage. There was no patient involvement.